Event description:
Same case as MDR ID 2134265-2015-02534. It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. During the procedure, a 4.50mm x 8mm nc emerge® balloon catheter and a 3.50mm x 8mm nc emerge® balloon catheter were used for dilation. The balloons were each inflated 1-2 times maximum and both ruptured under rated burst pressure (rbp). The devices were completely removed from the patient. The procedure was completed using a quantum maverick balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by mf: returned product consisted of a nc emerge balloon catheter. There was blood in the hub and inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 15mm longitudinal tear from the proximal end to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material and ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).